Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned oxygen blending module board.

Event description:
A ventilator's oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. The device was not in patient use. During the investigation, the manufacturer's quality assurance laboratory found the root cause of the oxygen blending module board failing was due to oxygen sensor (u19) being out of tolerance.